Manufacturer narrative:
FDA report mw5182001. The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that in 2025 a patient underwent a revision after post-op imaging revealed an end cap had popped out of the set screw.

Manufacturer narrative:
FDA report mw5182001. It was reported that the patient experienced a locking cap backout of an unidentified globus threaded locking cap system. This evaluation applies to all the following pedicle fixation systems: revere, creo, creo mis, creo dlx, and creo fenestrated. The product is within the anticipated risk; therefore, the overall risk of the systems have been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, g3, g6, h2, h6, h10.

Event description:
It was reported that in 2025 a patient underwent a revision after post-op imaging revealed an end cap had popped out of the set screw.

Manufacturer narrative:
FDA report mw5182001. It was reported that the patient experienced a locking cap backout of an unidentified globus threaded locking cap system. This evaluation applies to all the following pedicle fixation systems: revere, creo, creo mis, creo dlx, and creo fenestrated. The product is within the anticipated risk; therefore, the overall risk of the systems have been maintained and will continue to be monitored. In addition this evaluation was preformed for the legacy nuvasive system reline, this product is also within the anticipated risk; therefore, the overall risk of the systems have been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, g3, g6, h10.

Event description:
It was reported that in 2025 a patient underwent a revision after post-op imaging revealed an end cap had popped out of the set screw.